Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was rpeorted that a stuck button alarm occurred. The customer's blood glucose level was 234 mg/dl. Cause of the alarm was unknown. Customer resumed insulin deliveries.